Event description:
A malfunction alarm with code malf 12 was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing information to reset the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and advised to contact technical support if the issue reappears, which the customer acknowledged.